Manufacturer narrative:
An event of paravalvular leak post-implant was reported. Information from the field indicated that the valve was correctly sized based on provided dimensions, there was sufficient calcium to allow sealing, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and the implant depth was approximately 5-5mm from the non-coronary cusp (deeper than the recommended 3mm). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 13 december 2023, a 27mm navitor valve (serial: (B)(6) was chosen for implantation as an aortic valve replacement utilizing a large flexnav delivery system. Sufficient calcium was present for anchoring of the valve. Annlus dimensions were as follows: annulus diameter 25.0 mm, ascending aorta 32.0 mm, left ventricular outflow tract: 25.9 mm, area: 480.9 mm². After release, the navitor valve was in good position and fully expanded. All 3 retainer tabs were fully released and the valve was at a depth of 3-5mm at deployment and release. While pulling on the flexnav delivery sytem for removal, the nose cone was not centralized and it interacted with the valve. This caused the navitor valve to migrate ascending aorta (10-13mm). The migrated valve was snared via transcatheter and implanted in the upper ascending aorta. There was no clinical signs or symptoms due to the migration. A replacement 27mm navitor valve (serial: (B)(6) was implanted utilizing a replacement large flexnav delivery system. The valve was implanted at a depth of 4-5mm. All retainer tabs were released and the there was no difficulty deploying or anatomy affecting expansion. A post implant balloon valvuloplasty (bav) was performed with a 24f non-abbott balloon due to a presence of perivalvular leak (pvl). After bav the pvl was described as mild-moderate. The patient was reported to be stable and remained hemodynamically stable throughout the procedure. There was no clinically significant delay.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve (serial: (b)(6 was chosen for implantation as an aortic valve replacement utilizing a large flexnav delivery system. Sufficient calcium was present for anchoring of the valve. After release, the navitor valve was in good position and fully expanded. All 3 retainer tabs were fully released and the valve was at a depth of 3-5mm at deployment and release. While pulling on the flexnav delivery system for removal, the nose cone was not centralized and it interacted with the valve. This caused the navitor valve to migrate ascending aorta. The migrated valve was snared via transcatheter and implanted in the upper ascending aorta. A replacement 27mm navitor valve (serial: (B)(6) was implanted. A post implant dilatation was required due to a presence of perivalvular leak (pvl). The patient was reported to be stable and remained hemodynamically stable throughout the procedure. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.